Manufacturer narrative:
The customer returned the pump for an alleged blank display found on 12/29/2021. The pump powered up properly after battery installation. No blank display noted. The pump passed the sleep current measurement, active current measurement, self test, and displacement test. Successfully downloaded the trace and history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump history file lists data from 9/22/2022 thru 12/6/2022. Unable to verify any power/battery alarms on 12/29/2021 (event date) due to no available historical data however, there are no excessive or unusual power/battery-related alarms noted in the history file. The pump was cut open for visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor was noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked battery tube threads, cracked battery compartment, and pillowing keypad overlay customer complaint of the pump will not turn on (blank display) after battery change is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the contacts on the battery cap were not missing or damaged. Customer also stated that the battery compartment and spring were not damaged or corroded. The customer stated that the display did not return after the pump was restarted. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.